Event description:
Entered uterine cavity which was bloody. Advanced the blade into the working channel, it was hard to see because of the blood. Once the picture began to clear and sample was taken surgeon began to remove blade. Small perforation was noticed. It is unclear if it was the blade that caused this as it was very difficult to see. Surgeon did use a smaller diagnostic hysteroscope to confirm that it was a small perforation. Patient was given additional electrolytes and follow up will include an ultrasound. No product will be returned for evaluation.

Manufacturer narrative:
(B)(4).